Event description:
It was reported that the implantable neurostimulator (ins) was not working. The initial reporter did not know when the issue started or specifically what did not work, but knew it had been at least 2 to 3 weeks. It was later reported that there was a power on reset (por) from overdischarge. It was unknown when the patient last charged her device. The patient¿s husband wanted the device turned on, but the patient currently could not communicate. It was noted that the patient was currently in the hospital due to a stroke. The manufacturing representatives were not going to perform a physician mode recharge (pmr) or turn stimulation on when the patient could not communicate to them and was unable to provide feedback. They would not be conducting one until the patient could communicate with them. If the patient¿s husband still wanted to turn stimulation on, then the manufacturing representative would redirect the patient¿s husband to the physician. The overdischarge likely occurred because the patient was suffering from a stroke and could not recharge. It was later reported that due to the overdischarge, the patient was not getting any stimulation therapy. The ins was malfunctioning. The patient was uncomfortable due to the pain because stimulation could not be turned on. It was noted that the patient was phasic and could not speak and could only make sounds. A pmr was not performed when the manufacturing representative met with the patient. The husband was very upset because nothing had been done to restore stimulation. The patient was unable to take part in physical therapy due to pain issues. The patient was supposed to be discharged to acute swing unit. A manufacturing representative might assess the patient¿s ability to provide feedback and was going to discuss with the managing doctor as to how to proceed. It was later reported that the patient¿s doctor agreed that it was the best plan of action to hold off on recharging and restarting the patient¿s spinal cord stimulator (scs) at that time, due to the patient¿s aphasia and inability to communicate response to stimulator. It was noted that there was no evidence that the scs was related to the patient¿s stroke.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).